Event description:
A customer reported that when the physician added negative pressure with a syringe during a procedure, air came in with the saline in the syringe. The physician said that there was a problem with the 0-ring on the rotating adaptor of the manifold to which the syringe was connected. Tehre was no patient injury.